Event description:
It was reported that there were concerns regarding premature battery depletion of this implantable cardioverter defibrillator (ICD). The physician decided to explant and successfully replaced it with a new device. No additional patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed. Review of device memory confirmed that the device had reached eri status due to long charge times. Testing confirmed that an internal component was not securely attached to the circuit substrate. This open connection was between a diode component within charging circuitry and the electronics substrate. This incomplete electrical pathway within the device's shock charging circuitry resulted in the lengthened charge times that triggered eri. Engineers determined that the conductive epoxy used to connect the diode component to the printed circuit board did not create a secure connection. This intermittent connection manifests during capacitor reformations or therapy charges. Patient code 3191 was applied to capture the reportable event of surgery.

Event description:
It was reported that there were concerns regarding premature battery depletion of this implantable cardioverter defibrillator (ICD). The physician decided to explant and successfully replaced it with a new device. No additional patient effects were reported.